Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: fair oaks hospital informed cook on 14nov2022 of an event involving a zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-95-zt; lot number: 13658147). During an endovascular aortic repair (evar) procedure, a 75-year-old male patient experienced blood loss due to leakage from the captor valve of the delivery system. Prior to patient contact, 20 cc of heparinized saline was used to flush the rear hub of device. The stopcock was closed after flushing. It was noted that midway through the procedure there was an accumulation of blood beneath the valve of the of the delivery system of the zenith flex aaa endovascular graft bifurcated main body and below the drape covering the patient. The device was deployed up until the step where the contralateral gate was open. The ipsilateral limb was still sheathed. The physician asked the cook sales representative why there was a heavy accumulation of blood collecting. The cook sales representative advised the physician to close the valve of the delivery system while the positioner was still inserted though the valve. The cook sales representative observed the valve rotating to the closed position. This indicated that the valve had been slightly open during deployment. Upon finishing the deployment of the zenith flex aaa endovascular graft bifurcated main body and removing the gray positioner out of the sheath, there was still noticeable blood leaking from the valve. The cook sales representative advised the physician to close the valve one more time. A slight rotation of the valve and a decrease in the amount of leaking was observed. However, blood continued to leak out of the valve consistently. Rather than exchanging the device, the physician opted to continue the procedure and finish as quickly as possible. The procedure was successfully completed with the device whose valve was leaking, and 600 ml blood loss occurred during the procedure. The patient did not receive a blood transfusion due to the blood loss. No additional interventions or procedures were required as a result of the blood loss from the leaking captor valve. The patient was reported to have been discharged and is doing well. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used complaint device was returned to cook for evaluation. Physical examination of the device was performed. The device was flushed at the stopcock with the captor valve in the closed position and there was no leakage noted on any part of the captor valve. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the complaint device lot 13658147 revealed no related non-conformances. Subassembly sa10170418 and sa10170421 lots revealed two and four related non-conformances, respectively, but they were scrapped prior to further processing. Detections are in place to inspect each device prior to distribution. A database search for complaints on the reported lot found no additional complaints reported from the field. Based on the available information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_zaaaf_rev5. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. "11 directions for use general use information endovascular stent grafting is a surgical procedure, and blood loss from various cause may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow. 11.1.1 bifurcated main body preparation /flush 1. Remove gray-hubbed shipping stylet (from the inner cannula) and dilator tip protector (from the dilator tip). Remove peel-away® sheath from back of hemostatic valve. (Fig. 5) elevate distal tip of system and flush through the stopcock on the hemostatic valve until fluid emerges from the side port near the tip of the introducer sheath. (Fig. 6) continue to inject a full 20 cc of flushing solution through the device. Discontinue injection and close stopcock on connecting tube." Based on the information provided, inspection of the returned device, and the results of the investigation, cook could not establish a definitive cause for the failure mode. The device was flushed at the stopcock with the captor valve in the closed position and there was no leakage noted on any part of the captor valve. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: cook area representative. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during an endovascular aortic repair procedure where a zenith flex aaa endovascular graft bifurcated main body was being used, blood was leaking from the captor valve of the delivery system. It was noted that midway through the procedure that there was an accumulation of blood beneath the valve of the of the delivery system of the zenith flex aaa endovascular graft bifurcated main body and below the drape covering the patient. The device was deployed up until the step where the contralateral gate was open. The ipsilateral limb was still sheathed. The physician asked the cook sales representative why there was a heavy accumulation of blood collecting. The cook sales representative advised the physician to close the valve of the delivery system while the positioner was still inserted though the valve. The cook sales representative observed the valve rotating to the closed position. This indicated that the valve had been slightly open during deployment. Upon finishing the deployment of the zenith flex aaa endovascular graft bifurcated main body and removing the gray positioner out of the sheath, there was still noticeable blood leaking from the valve. The cook sales representative advised the physician to close the valve one more time. A slight rotation of the valve and a decrease in the amount of leaking was observed. However, blood continued to leak out of the valve consistently. Rather than exchanging the device, the physician opted to continue the procedure and finish as quickly as possible. The procedure was successfully completed with the device whose valve was leaking and 600 ml blood loss occurred during the procedure. No additional interventions or procedures were required as a result of the blood loss from the leaking captor valve. The patient was reported to have been discharged and is doing well.